Event description:
It was reported that the atrial lead had changed polarity to unipolar, and the lead impedance is higher in unipolar than in bipolar. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.